Event description:
During the av graft pta treatment procedure, withdrawal difficulties were encountered. The ultra-thin sds catheter stretched and became thin in certain areas. The catheter was successfully removed. A new balloon catheter was used and the procedure was completed successfully. No patient injuries or complications were reported. The patient status is reported as "fine".